Event description:
It was reported that a leak had occurred when the transfer set had accidentally detached from the pd catheter. Three days later the patient went to the hospital and was diagnosed with peritonitis, manifested by cloudy peritoneal effluent, and abdominal pain. The patient treatment was not reported. While being hospitalized, the pd transfer set was replaced. At the time of this report, the patient was still hospitalized. On an unknown date, the patient was retrained on the proper aseptic technique. The patient outcome was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). If additional relevant information is received, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. The cause of the leak could not be determined. If additional relevant information is received, a supplemental medwatch will be filed.